Event description:
Olympus (omsi) was informed by the biomedical engineer at the user facility that the customer visera elite ii video system center has a reported defective front panel display. The problem was found during an inspection before use. No procedure or patient was involved. The olympus field service engineer inspected the equipment and found the touch panel display becomes blacked out intermittently. This report is being submitted to capture the touch panel display becomes blacked out. The device will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The device was returned to olympus and the reported event was not reproduced at the repair department. However, the field service engineer (fse) pointed out upon onsite inspection that the touch panel display disappeared intermittently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.